Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump was not accurately displaying the customer's low blood glucose (bg) values. Multiple attempts were made by tandem technical support to follow-up with the customer on additional information; however, the customer did not respond.